Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor smooth round moderate profile 425cc breast implants and experienced capsular contracture baker grade ii on the left and symptoms of deflation of the right breast implant. Deflation was confirmed by the physician during an exam. As a result, the patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 475cc, catalog number 3501680, lot number 7558785, serial number 7558785-028 (l) and serial number (B)(4) on (B)(6) 2018. This report is for the left side.